Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (1 mg at .30007 mg/day) and bupivacaine (20 mg at 6.00147 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had no pain relief from their last increase. A decrease in sc bupivacaine by 3mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had minimal relief. An increase in morphine by 0.1mg was made. Additional information received from the healthcare provider via a clinical study indicated that during the catheter revision there was no cerbrospinal fluid csf flow around the anchor. The healthcare provider cut the anchor suture and pulled the catheter down and removed the catheter and anchor entirely.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-jul-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the catheter was returned and analysis identified a deformation in shape of the catheter body. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.